Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis, "kidney issues", and blood glucose (bg) levels ranging between 580-590mg/dl. Customer was treated with intravenous insulin and saline to address bg level. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the pump battery could not be charged which resulted in the pump shutting down. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.